Event description:
It was reported that a patient underwent an anterior colporrhaphy and infra-coccygeal sacropexy on (B)(6) 2003 and mesh was implanted. The patient experienced pain, infections, abscess, swelling, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures; including a mesh removal surgery. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.